Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: reported issue: when they put the tubing in the pump with chemo it just dripped. It took a few experiments to determine if it was a pump issue or tubing issue. This lot has a different kind of wheel and a different size clamp. After a few changes we figured out it is probably this lot of tubing.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Fifty (50) unused samples were provided for evaluation. Each sample was visually evaluated, and no evident damage or defects were noted. 35 out of the 50 samples were functional leakage tested with passing results. Based on the investigation, the tested samples met internal specification; therefore, the reported defect was not confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.